Event description:
A software error was detected on the customer's device, indicated by the malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue, and the customer was advised to continue using the device and to reach out if the malfunction code reappears.